Event description:
The customer called for help with her meter. While troubleshooting, she performed 2 normal control tests and rec'd results of 231 and 251 mg/dl. The normal control range is 95-132 mg/dl. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.